Manufacturer narrative:
B3/d10: the event occurred within the last two weeks from when the issue was reported. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) clearlink system solution sets had medication back up into the bag instead of going to the patient. This was observed during patient infusion with sedation medication via a pump and/or intravenous push. The flow issue was further described as "no flow" to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.